Event description:
The hemaseel application device consists of 2 syringes and a y-connector with a syringe attached. When the surgeon attempted to apply the hemaseel, the component came out of the y-connector in one big blob instead of in a steady stream through the needle. This made it difficult for the surgeon to place the hemaseel mixture exactly where he needed it. No pt injury occurred.